Event description:
It was reported that the product was leaking from the bladder.

Manufacturer narrative:
Functional testing was performed on twelve samples returned. The returned samples were received decontaminated without its original packaging. Functional testing: leak testing on the samples received were performed using a syringe to look for unusual functions. The samples leaked between the bag and pump tube. The complaint is confirmed. A DHR review was conducted which indicated all inspections were completed. The root cause was determined to be equipment rf machine who performs the sealing process on the magnus bag. Immediate containment: two immediate containment actions had been implemented: the sealing machine was repaired to eliminate the weak seal in that area, changing the generator of the equipment who produce the quality of the sealing in the bag. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08253 is no longer considered reportable, please disregard any MDR reports associated with it.